Manufacturer narrative:
A review of the complaint history record was performed for the s/n (B)(6) which did not confirm. Similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 09/29/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device would not turn on. No patient involvement.

Event description:
It was reported that the device would not turn on. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced logic board, front cover, rear case, left/right handle, front/rear door, barrel clamp, module key lock label, left/right iui,flange gripper, wiper seal, wrap, and flange retainer. A review of the device history record showed the device had a manufacture date of 09/29/2008>. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not> involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the logic board. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages / ca-2018-0161. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm> similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on. No patient involvement.